Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that at an unspecified time post a 10mm x 60mm rx wallstent permalume stent placement in the distal common bile duct (cbd), the patient experienced jaundice, cholangitis, and stent occlusion. Approximately 4 months later, the patient underwent a stent removal procedure at which time it was noted that the stent had migrated. The stent was removed with a snare device and another manufacturer's stent was placed to complete the procedure. It was further noted that the event was noted as serious, moderate in severity, and definitely related to the device. The patient's condition resolved with removal of the stent.